Manufacturer narrative:
As of 06/26/2023, aso reviewed records of satisfactory biocompatibility tests for this type of product, with no issues noted. In addition, complaint database was reviewed, and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 05/31/2023, the consumer states that the adhesive caused rash all around where the bandage was used and had to seek medical attention.